Event description:
It was reported that during the implant procedure, the guide was introduced several times. During this time, the lead fractured. The physician had difficulty extracting the guide. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.